Event description:
This rv lead was implanted on (B)(6) 2008 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that this lead had two (2) out of range impedances. The following physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).